Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found arcing on the back of the device seal plate. The device jaw overmold was also melted on the side. There were missing pieces of plastic on each jaw. The reported conditions were confirmed. The investigation found the device produced an instant regrasp alarm during activation. The damage to the device jaw caused the regrasp alarm and prevented the device from completing its activation and seal cycle. End tones on a device can only be heard if all activation and seal cycles are completed successfully. The investigation identified the root cause of the reported event to be user error. The damage to the ligasure jaw and overmold plastic is consistent with grasping a metal object during activation. The instructions for use states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube, the jaw tip emitted light. The device was checked and the jaws were found burnt and melted. The issue occurred after 40 minutes since the procedure was started. New device was used to continue. No patient harm.